Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the level module generated an audible false level alarm. The level module was turned off and back on, which cleared the alarm. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.